Manufacturer narrative:
The insulin pump passed the displacement test, prime test, excessive no delivery alarm test, self test and reset error test. The insulin pump operating currents were within specification and passed the off no power test. The functional testing could not be completed due to a damaged reservoir tube lip. The test reservoir did not stay in place. The insulin pump was received with cracked battery tube threads, a severely scratched display window, missing reservoir tube seals and broken reservoir tube lip.

Event description:
The customer reported via telephone call that the rim of the reservoir was broken in half, came loose and no longer held the reservoir in place. The blood glucose had been running high. The blood glucose reading was up to 500 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.